Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit including one guide wire within its advancer and an arrow raulerson syringe (ars) for analysis. Signs of use in the form of biological were observed on the guide wire. Visual analysis revealed a kink towards the distal end of the guide wire body. Microscopic examination confirmed the damage. Both welds were present and were observed to be full and spherical. No defects or anomalies were observed on the ars. The kink in the guide wire measured 24 mm from the distal tip. The overall length of the guide wire measured 602 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.793 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and the undamaged portions of the guide wire passed through with little to no resistance. A manual tug test confirmed both the distal and proximal welds were intact. A device history record review was performed on the guide wire and ars and no relevant manufacturing issues were identified. The IFU provided with this product informs the user, "advancement of guidewire through arrow raulerson syringe may require a gentle twisting motion. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report of guide wire kinked and ars resistance was confirmed through complaint investigation of the returned sample. The guide wire had one kink towards the distal end of the body. The returned guide wire met all relevant dimensional/functional requirements. A device history record review did not reveal any evidence of a manufacturing related issue. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, the physician found the end of the catheter guide line of the spring-wire guide is bent and cannot be inserted. So, the physician opened a new kit to finish the procedure". The patient is fine and had no harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, the physician found the end of the catheter guideline of the spring-wire guide is bent and cannot be inserted. So, the physician opened a new kit to finish the procedure". The patient is fine and had no harm or injury.